Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that the insulin pump delivered very little insulin during a bolus attempt. Blood glucose level at the time of the incident was 500 mg/dl. The caller stated that the customer was currently treating herself with manual injections.